Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The caregiver alleged that the patient passed away while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a bipap device's sound abatement foam. The caregiver alleged that the patient passed away while using the device. This notification was reviewed by the pms clinical expert due to the customer reporting that patient passed away in (B)(6) 2022, however, cause is currently unknown. The reported event of death is not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: lcd ribbon cable unplugged, pins 28-40 were torn, screw bosses were broken. Pil was unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The external investigation showed that there was no signs of contamination on the outside of the device. The airflow was verified to be operating correctly. No errors were found. The internal investigation showed that the ribbon cable on the lcd was torn and the smaller ribbon cable was unplugged. Pins 26-27 were damaged and pins 28-40 were completely torn. The screw bosses on the left side of the device were snapped off. There was no sign of sound abatement foam degradation. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 were updated in this report.